Event description:
Reportedly, non-conforming product. A scratch damage on the telemetry head was found during inspection at subsidiary.

Manufacturer narrative:
H11. Corrected data: g3.3. Date received by manufacturer: changed to 06/09/2023 as final results of manufacturing documentation review received final conclusion: upon reception of the returned device the reported scratches on the cover of cpr4 telemetry head were confirmed. Review of internal tracing documentation could not identify the step where these scratches could have been occurred. Based on available data the device was manufactured and released in alignment with applicable procedures. This complaint is recorded for trending purpose to identify potential improvements.

Event description:
Reportedly, non-conforming product. A scratch damage on the telemetry head was found during inspection at subsidiary.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.